Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 5 months. The pump remains in use supporting the patient and no further related events have been reported. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the patient's laboratory tests showed that the hemoglobin and hematocrit levels had trended downward to 6.9 g/dl and 21.9 g/dl respectively. The inr was 1.0. The patient reportedly felt tired and was pale. The patient had reportedly experienced small bowel arteriovenous malformations (avms) with gastrointestinal bleeding following implantation of the lvad which was previously unreported to the manufacturer. The patient was being medically managed with the only anticoagulant being half-dose aspirin. A specific cause of the current downward trending of the hemoglobin and hematocrit was not determined; however, the patient received two units of packed red blood cells at the outpatient clinic. The vad coordinator reported that the laboratory values had stabilized. No additional information was provided.